Event description:
Customer called to report a hospitalization due to diabetic ketoacidosis on (B)(6) 2014. Blood glucose reading at the time was 595 mg/dl. The customer stated the event was caused by his bayer meter reading 200 points different than the hosp meter. Customer mentioned that the meter was left in the car with freezing temperatures. The customer was wearing the insulin pump at the time of the hospitalization. Transferred the customer to bayer to troubleshoot the meter. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).